Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 170523 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 170523 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 170523 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This case represents the second of 4 (B)(6) results on unknown sample types tested with the alere determine hiv 1/2 ag/ab combo which occurred in 2017 and 2018. The patient was confirmed (B)(6) on a test of unknown methodology. No exact date of occurrence was provided. There is insufficient information to determine if a malfunction occurred. The patient was reported as a pregnant female and that their treatment was impacted or delayed but no further explanation was provided. Attempts to gain additional patient information were not successful.